Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the motor device had unintended motion. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation. It was determined that the motor device was loose, the connector was damaged and had unintended motion. The device also failed pretests for visual assessment, break out box motor assessments, connector loctite assessment and safety check assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.